Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bottom button was stuck, sometimes the buttons were unresponsive. The customer¿s blood glucose level was unknown at the time of incident. The customer was assisted with troubleshooting. The customer was reported that the battery cap contacts were missing, clip was broken. The customer was reported that numbers were not ramping on their own, the scroll bar was not moving with no input. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed displacement test and selftest. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly. Device received with cracked case corner of the belt clip rails near the battery compartment. No battery cap cracked/damaged found noted.